Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was having issues with his battery. The customer's blood glucose was 7.5 mmol/l at the time of incident. Troubleshooting was performed. The customer reported that the insulin pump was dropped a few times and is cracked at the lip of the battery tube. The customer was advised to return the insulin pump. Insulin pump will not be returned for analysis.